Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vicm5_13.2, -8.00 diopter, implantable collamer lens in the patient's right eye (od) on (B)(6) 2017. Excessive vaulting was noticed. The lens currently remains implanted. The lens exchange surgery is planned for the end of 2017 or at the beginning of 2018.

Manufacturer narrative:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2 of -8.00 diopter, implantable collamer lens in the patient's right eye (od) on (B)(6) 2017. Excessive vault was noticed and the lens was exchanged for a shorter lens on (B)(6) 2017. The problem was resolved. Explanted date: (B)(6) 2017. (B)(4).

Manufacturer narrative:
Device evaluation: the lens was returned in a liquid inside a lens case/ vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. (B)(4)